Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the motor error alarm. No moisture damage was noted on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm. No further details were provided.